Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had read write errors. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that was experiencing the read and write errors. A field service engineer investigated and found that a report was pulled from the server, which showed no activity for about two weeks, but the same issues reappeared. The retractor bands, drawer boards, trays, and row cable had already been replaced. The fse investigated the software and updates, followed the knowledge article (filled smart cubie fails with read/write error upon insert). A technician tested the pockets, but no errors appeared in the report. No current errors were found, and the station was compliant with no other issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had read write errors. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.